Manufacturer narrative:
(B)(4). The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to fractured nail just above lag screw at proximal end.